Event description:
During an aortic bifemoral bypass procedure, the doctor was stapling the iliac vessels. It was the 1st firing of the instrument and it was the cartridge that came in the instrument. The staples did not fire. The device was reloaded and fired two times successfully. There was no pt consequence.